Manufacturer narrative:
This device is used for therapeutic purposes. The device has not been received for evaluation/repair.

Event description:
It was reported that prior to use on a patient the handpiece was noisy and heating up. The device was replaced with another handpiece and not used for the procedure. There was no patient impact.

Manufacturer narrative:
Device eval: 03/09/2016. Evaluation found the motor and housing were corroded. Various parts were replaced. The overheating was not confirmed. The device was repaired; tested to product specification and returned to customer. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.